Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, it is likely that the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video telescope exhibited fiber bonding in the outer tube area, and the distal end was damaged. There was no patient involvement.